Event description:
It was reported that a pt underwent an x-stop procedure at two levels, l3/l4 and l4/l5 while inserting the device at the second level l3/l4, the physician "noticed everything seemed loose and suspected a spinous process fracture at the level l4". Both devices were removed and a full laminectomy was performed. The procedure was completed successfully and the pt's status is good. No additional info was reported.

Manufacturer narrative:
Method - device was not returned; followed up with company representative. Reference MFR report # 2953769-2010-00351.